Manufacturer narrative:
The customer declined to return the sample for investigation. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental vigilance report(s) will be submitted at that time. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. The trifuse extension set was reportedly leaking at the 0.2-micron filter on the green ring lumen. This is a known ongoing issue for the customer that they are working to resolve with the trial and implementation of newly designed sets. The set was changed out/replaced. It was reported that there was no apparent harm to the patient associated with the complaint/event.